Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30584405l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient born (B)(6) underwent an atrioventricular nodal reentrant tachycardia (avnrt)/ atrial fibrillation (afib) ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring a pacemaker. The patient suffered heart block during an avnrt/afib procedure. They used an stsf catheter for ablation, and the patient suffered heart block. Patient is currently receiving a permanent pacemaker implant. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure complication. Required surgical implant of permanent pacemaker. Patient outcome of the adverse event: recovered with implant of pacemaker. Per physician this am, patient requires ventricular pacing 36% of the time. Pt was already an in patient. Not sure if hospitalization is extended yet or not. Heart block is 3rd complete heart block at the time of the procedure. Per the physician- currently some recovery of conduction- requires 36% pacing as of 8/18 am. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
On 25-sep-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a female patient born (B)(6) 1934 underwent an atrioventricular nodal reentrant tachycardia (avnrt)/ atrial fibrillation (afib) ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring a pacemaker. The patient suffered heart block during an avnrt/afib procedure. They used an stsf catheter for ablation, and the patient suffered heart block. Patient is currently receiving a permanent pacemaker implant. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool smarttouch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30584405l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that it is important to carefully the follow warning and precautions. -when using the biosense webster thermocool smarttouch¿ sf bidirectional navigation catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 navigation system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).